Event description:
A us distributor reported that a patient was experiencing add gel messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) has been confirmed. The dn to rear cable was pulled out of strain relief. The root was unable to be identified. There was no adverse event that resulted from the damaged belt.